Event description:
It was reported that at the beginning of a da vinci prostatectomy procedure, the surgeon felt that the motion of the monopolar curved scissors instrument (mcs) instrument with the mcs tip cover installed was bad. When the surgical staff attempted to remove the mcs instrument, the instrument could not be removed. The site made the decision to remove the mcs instrument and cannula simultaneously to allow for removal of instrument from the patient. Reportedly, it was thought that the tip cover accessory was over-installed onto the mcs instrument preventing removal of the instrument from the cannula. The procedure was completed with a replacement cannula, mcs instrument and tip cover. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Reportedly, the tip cover accessory is not being returned for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, the reported issue experienced by the site was not related to a malfunction of the da vinci surgical system, mcs instrument, tip cover accessory and cannula; but was related to over installation of the tip cover onto the mcs instrument. The instruments and accessories user manual specifically states: warning: failure to install the tip cover accessory properly may result in: o improper scissor opening o tip cover accessory falling off o electrical arcs and alternate site burns the customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.